Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a procedure while the fiber was being inserted into the patient, the fiber broke at the operating channel during calculus spraying and the physician sustained a third degree burn through the glove. The burn was treated with healing cream and the physician has fully recovered. The patient was not injured. The generator settings were: energy 0.1 joules and frequency 200 hz. No additional information was provided. This event includes 2 reports: (B)(6): tfl-fbx200s (B)(6): tfl-pls this report is 1 of 2 for: (B)(6): tfl-fbx200s.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: about 2 feet from the proximal handle there were 2 breaks/kinks observed in the fiber jacket. This is consistent with the where the fiber would be leaving the ureteroscope as described in the reported event. The fiber jacket had signs of melting together noted at one of the breaks. The distal tip has slight discoloration and burn marks indicating use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is due to fiber being stressed beyond the minimal bend radius on the ureteroscope. This supplemental report includes information added to d4, d9, h3 and h4. Olympus will continue to monitor field performance for this device.